Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing diagnostics and treatment, and the procedure was delayed. The customer waited until they can xray again to complete the procedure. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system gave an error indicating x-rays had failed. The rse found that the two signals: 'command' and 'en_x signal' in the footswitch were not switching in correct sequence/in time with respect to each other which confirmed the issue with wired footswitch. The defective wired footswitch was returned for analysis, and it showed loose and- or broken off element. The rse suggested for replacement of the wired footswitch to resolve the reported issue. As per suggestion from rse, the customer ordered and replaced the wired footswitch on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system gave an error indicating x-rays have failed, which can impact imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported.